Manufacturer narrative:
(B)(4). The customer returned one unit of product code 5-16137 (et tube, sher-I-bronch, rs, 37 fr) for investigation. A visual exam was performed and the et tube appeared to be used as biological material could be seen inside the extruded tube material and the tubing was discolored at the split between the tracheal and bronchial machine ends. Visual examination of the white cuff revealed that the cuff had a small tear in the material. No other defects were observed. Functional testing was performed and only one leak was detected exiting from the tear observed during visual inspection in the cuff material. The reported complaint of air leaking from the cuff was confirmed based upon the sample received. The sample was confirmed to leak from a tear in the white cuff material during a functional leak test. However, the customer reported that the defect was discovered during pretest. The returned et tube exhibited signs of use in that biological material was present within the extruded tube material and the tube was found to have discoloration at the juncture where the tracheal and bronchial machine ends meet. Other remarks: all et tubes are 100% inspected for inflation and deflation during manufacturing. All et tubes are inflated for 4 hours and then deflated to confirm proper assembly; therefore, it is unlikely that this type of damage was present at the time of manufacturing. A DHR review was performed with no evidence to suggest a manufacturing related cause. Therefore, it was determined that operational context caused or contributed to this event.

Event description:
The customer alleges that when the doctor was preparing the device for patient use he noticed an air leak. Another device was used without issue.

Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned.the device history record investigation did not show issues related to complaint.a document assessment (fmea) was conducted and no changes required.customer complaint cannot be confirmed since the device sample is not available to perform a proper investigation and determine the root cause. If the device sample becomes available at a later date, this complaint will be updated accordingly.teleflex will continue to monitor and trend of similar complaints.

Event description:
The customer alleges that when the doctor was preparing the device for patient use he noticed an air leak.another device was used without issue.